Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. (B)(4) device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the proximal part of the proximal femoral nail antirotation nail broke after being inserted on (B)(6) 2013. There was a new surgery of the fracture, removing the nail and putting in a total hip prosthesis. There was also a delay of return to professional activity for the patient reported. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Event date previously reported in error, corrected in this report to unknown. Contact name changed to (B)(4).

Manufacturer narrative:
According to the additional evaluation the blade was intact, some signs of use were visible on the surface. Based on the performed investigation of the nail, the nail did fail due to applied dynamic bending loads, which did lead to fatigue failure. There is no indication that any deviation at the blade did contribute to the breakage of the nail. A failure resulting from either a material defect or the manufacturing process can be excluded.